Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the error message error 2 during testing with the reported meter; he was unable to obtain a blood glucose reading. Afterwards, the patient experienced the symptom of stress. The patient continued to manage his diabetes with his usual insulin regimen; he did not seek any medical attention. Troubleshooting revealed the patient's testing technique was correct. No test strips were available at the time of the call, therefore, the issue could not be resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptom was not indicative of severe injury and he denied seeking medical attention. However, as the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Manufacturer narrative:
(B)(4): the reported complaint was observed on the error log, however, no message was observed during control solution testing. Pa was unable to reproduce the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.